Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, as a test, a prostar xl was loaded over a guide wire outside the patient's anatomy. There was no patient involvement. Heavy resistance was noticed during retraction of the prostar xl device from a 0.035 amplatz super stiff guide wire. Another prostar xl was loaded onto the guide wire with the same result. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although the reported difficult to insert the guide wire was confirmed it was concluded to be related to interaction with the detached non-abbott guide wire. Based on the reported information and returned device analysis the reported resistance appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: there was resistance felt during insertion of the guide wire into the prostar xl device. No additional information was provided.